Event description:
The following info was sent by email by user facility: I am having inconsistent results with the cutera vantage nd:yag laser which I am borrowing at another drs. I have treated warts since last (B)(6) and sometimes get the black dry mark and the wart is gone. Very effective and no hassle or wound for the pt. About half the time using the same setting, I get a blister, abscess, tissue breakdown. I treated four pts and one pt had this horrific result within hours. Large hematomas that become large masses. He's on crutches. This was done under 2% xylocaine and I used only one to two pulses over the area. Tried not to overlap much.

Manufacturer narrative:
The doctor borrowed the laser from another physician. Cutera requested laser serial number, location of laser and treatment info. The doctor requested adverse event report to be emailed to her. This report was emailed to physician. The physician did not know the laser serial number. The physician has not responded to cutera's request for info.